Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.

Manufacturer narrative:
The device was later explanted for normal battery depletion and returned for analysis.

Manufacturer narrative:
All available information indicates that the device remains in service. The representative noted that the device would likely be returned upon explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached the elective replacement indicator (eri) with voltage of 2.58 and charge times of 20.5 seconds. No adverse patient effects were reported. The patient was device dependant however, no adverse patient effects were reported.